Event description:
Patient fell stating "I was trying to move the table" found on floor, supine, provider at bedside. Patient with complains of l hip pain. Provider to order x-ray. Patient broke his and required operating room. Later disclosed her patient socks were slippery. Patient is small and wearing an xl size sock. Socks available on unit for retrieval. Manufacturer response for socks, medline xl patient sock (per site reporter). No information on response or outcome of evaluation.